Event description:
Information was received from a consumer regarding a patient receiving dilaudid and bupivacaine via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2025, the patient reported that the handset and communicator were not working properly. The patient stated that it took 6 minutes to get a bolus, and they had to move the "gauge" which the agent understood to be the communicator around 50 million times and put it against their skin and flip the communicator up and down just to get the signal from the pump. Then, 11 minutes later, the handset would say that they got the bolus. The patient stated that a week ago, they were in the clinic, and a company representative told them that the issue was not with the pump, but with the external equipment. The patient stated that they were supposed to call a week ago when they were with the representative, but that didn¿t happen. The patient stated that the equipment wasn't registering the bolus they did from 4 hours ago, and that if they didn't press continue, then the bolus might not take. The patient also stated that they would go into withdrawal without the medication as they were on a high dose of dilaudid and bupivacaine, and that they were already behind two boluses today. The agent had the patient connect to the pump during the call, and then the patient said what the issue was while connecting to the pump. Per the patient, the issue was that the handset was lagging at 90% for a while. The agent reviewed and guided the patient through clearing the handset data after which the patient was able to connect to the pump without any lag or issue, and was currently in a lockout. The agent noted that the patient was upset and escalated during the call because they didn¿t feel that the pump and external equipment had been explained well enough to them. The patient was going to call patient services back if further assistance was needed.

Manufacturer narrative:
Continuation of d10: product ID: a820, serial# unknown, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient stated the 'pump took a crap' and kept lagging but this has been fixed and there were 'some files missing'.